Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, leakage was observed when the catheter was rinsed after placement. The catheter showed a vertical cut. No clinical consequences reported for the patient.

Manufacturer narrative:
A device history review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. All DHR are reviewed for accuracy prior to product release. Sample consisted in one used catheter which came inside a generic plastic bag. Visual evaluation of the sample was performed; and it was observed that catheter has a vertical cut irregular. Magnified pictures were taken. The reported condition has been confirmed. Based on the sample evaluation revealed a cut that could to cause the leak reported by the customer. The catheter functioned as intended for an undetermined amount of time. Based on the available information there is enough information to discard manufacturing process. The most possible root because could be related to a customer misuse since the defect occurred after customer manipulation. No trends or triggers have been found. No action is deemed necessary at this time. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.